Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: after investigation, the patient was a 31-year-old woman who underwent perineal laceration repair in hospital on (B)(6), 2023. The surgeon used vcp345h for perineal skin, subcutaneous and muscular sewing (continuous intradermal suturing method in perineal skin, interrupted suturing method in subcutaneous and muscular) during the surgery. The intraoperative suturing was smooth. On (B)(6), 2023, the patient returned to the hospital for reexamination. The doctor found that the perineal wound healed poorly (the specific symptoms and signs were unknown). The suture at the perineal suture was not absorbed. The suture was removed after local perineal disinfection. Then the incision healing was improved. No subsequent adverse events were reported. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. We received a paper lid that pertain to product code vcp345; and an extra product (one needle and one suture piece) that does not belong to the product code vcp345. Please clarify if this product belongs to another complaint/pc? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. The returned sample revealed that it was received one paper lid that pertain to the product code vcp345h. As the needle or suture were not returned for evaluation. And based on the information available, it has been determined that no corrective and preventative action is proposed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used. The patient had a slight tear in the perineum, and the doctor sutured the patient. After the surgery, the patient did not absorb the suture and returned to the hospital on the 29th day to see if the perineal wound did not absorb the suture. The doctor disinfected the patient's perineum and removed the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. If product was removed: what was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? What is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: dditional information was reviewed. Created the following pcf to provide a response to clarify the product mismatch: we received a returned device for product code vcp345 and an extra product that does not belong to this complaint. Please advise if the unknown product was sent back in error or if it belongs to another complaint. The fedex tracking # is (B)(4) and the product code of the extra product received is unknown. -----------contacted with the sales rep today via phone, he didn't return any device for this complaint. As the product code of the extra product received is unknown, we couldn't confirm if it's sent back in error or if it belongs to another complaint.